Event description:
This case was cross referred with the case (B)(4) (duplicate). This unsolicited case from (B)(6) was received on (B)(6) 2017 (additional information was received on 15- sep-2017, all the information was processed together with clock start date of (B)(6) 2017) from a physician. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after 21 days the patient experienced severe synovitis and after unknown latency had difficulty walking and work stopping. No relevant medical history, concomitant medications and concurrent conditions were reported. The patient was administered cortisone before receiving synvisc one. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, one dose (lot number: 6rsl039g and expiration date: not reported) in both the knees for arthritis and bilateral gonarthrosis. On (B)(6) 2017, the patient had enlarged knees, severe swelling in both knees and underwent removal of 65cc of fluid. The same day, the removal of 44 cc in left knee was performed at emergency room (ER) and analysis of culture was performed. On (B)(6) 2017, removal of 64 cc in right knee and 50 cc in left knee was performed. The same day, patient was diagnosed with severe synovitis (latency: 21 days). On (B)(6) 2017, removal of 24 cc in right knee and 55 cc in left knee was performed and patient was administered triamcinolone acetonide (kenalog) bilaterally. On (B)(6) 2017, removal of 2 cc in left knee. On an unknown in 2017, the patient had swelling with pressure, important pain, difficulty walking and work stopping (latency: unknown for all). The liquid was analyzed and there were no crystals or infection. Reportedly, intervention was unexpected. Corrective treatment: removal of 44 cc in left knee, removal of 64cc in right knee and 50 cc in left knee; removal of 24cc in right knee, 55cc in left knee, + bilateral injection of triamcinolone acetonide; removal of 2cc in left knee for severe synovitis; not reported for rest. Outcome: recovering for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot 6rsl039g, expiration date (08/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformance were noted. Based on the lot batch record review & lot frequency analysis for lot 6rsl039g no CAPA was required. (B)(4) and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2017, there were 6 complaints on file for lot 6rsl039 and all related sub-lots: 3 complaints were on file for lot 6rsl039b: (3) adverse event reports. 3 complaints were on file for lot 6rsl039g: 2 adverse event reports and 1 extrusion difficulty. (B)(4) would continue to monitor complaints to determine if a CAPA was required. Reporter causality: synvisc one contributed to the swelling (swelling not related to pre-existing condition); not reported for other events. Seriousness criterion: required intervention for severe synovitis. Additional information was received on (B)(6) 2017 (all information processed together with clock start date of (B)(6) 2017). Lot number: 6rsl039g was added. Text was amended accordingly. Follow up was received on (B)(6) 2017. No new information received. Additional information was received on 20-sep-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
Difficulty walking [difficulty in walking]. Severe synovitis [synovitis] ([knee swelling], [knee pain], [knee effusion], [discomfort in joints]). Work stopping [activities of daily living impaired]. Case narrative: this case was cross referred with the case (B)(6) (duplicate). This unsolicited case from canada was received on 14-sep-2017 (additional information was received on 15-sep-2017, all the information was processed together with clock start date of 14-sep-2017) from a physician. This case concerns a 43 year old female patient who received treatment with synvisc one injection and after 21 days the patient experienced severe synovitis and after unknown latency had difficulty walking and work stopping. No relevant medical history, concomitant medications and concurrent conditions were reported. The patient was administered cortisone before receiving synvisc one. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, one dose (lot number: 6rsl039g and expiration date: not reported) in both the knees for arthritis and bilateral gonarthrosis. On (B)(6) 2017, the patient had enlarged knees, severe swelling in both knees and underwent removal of 65cc of fluid. The same day, the removal of 44 cc in left knee was performed at emergency room (ER) and analysis of culture was performed. On (B)(6) 2017, removal of 64 cc in right knee and 50 cc in left knee was performed. The same day, patient was diagnosed with severe synovitis (latency: 21 days). On (B)(6) 2017, removal of 24 cc in right knee and 55 cc in left knee was performed and patient was administered triamcinolone acetonide (kenalog) bilaterally. On (B)(6) 2017, removal of 2 cc in left knee. On an unknown in 2017, the patient had swelling with pressure, important pain, difficulty walking and work stopping (latency: unknown for all). The liquid was analyzed and there were no crystals or infection. Reportedly, intervention was unexpected. Corrective treatment: removal of 44 cc in left knee, removal of 64cc in right knee and 50 cc in left knee; removal of 24cc in right knee, 55cc in left knee, bilateral injection of triamcinolone acetonide; removal of 2cc in left knee for severe synovitis; wheelchair use for walking difficulty; not reported for rest outcome: recovering for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 49571. The production and quality control documentation for lot 6rsl039g expiration date (08/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review and lot frequency analysis for lot 6rsl039g no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 20-sep-17, there were 6 complaints on file for lot 6rsl039 and all related sub-lots: 3 complaints were on file for lot 6rsl039b: (3) adverse event reports. 3 complaints were on file for lot 6rsl039g:2 adverse event reports and 1 extrusion difficulty. Sanofi would continue to monitor complaints to determine if a CAPA was required. Reporter causality: synvisc one contributed to the swelling (swelling not related to pre-existing condition); not reported for other events seriousness criterion: required intervention for severe synovitis; disability for walking difficulty additional information was received on 14-sep-2017, 15-sep-2017 and 18-sep-2017 (all information processed together with clock start date of 18-sep-2017). Lot number: 6rsl039g was added. Text was amended accordingly. Follow up was received on 18-sep-2017. No new information received. Additional information was received on 20-sep-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information received on 22-jun-2018 from physician. Seriousness criterion updated for walking difficulty and corrective treatment added. Clinical course updated. Text amended accordingly. Upon internal review on 27-nov-2018, the following changes were made in the case, this batch was identified in context of affiliates requests and concerns the field reporter causality which was amended from not reported to related in context of unsolicited report.

Event description:
This case is cross referred with the case (B)(4) (duplicate). This unsolicited case from (B)(6) was received on (B)(6) 2017 (additional information was received on 15-sep-2017, all the information was processed together with clock start date of (B)(6) 2017) from a physician. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after 21 days the patient experienced severe synovitis and after unknown latency had difficulty walking and work stopping. No relevant medical history, concomitant medications and concurrent conditions were reported. The patient was administered cortisone before receiving synvisc one. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, one dose (lot number: 6rsl039g and expiration date: not reported) in both the knees for arthritis and bilateral gonarthrosis. On (B)(6) 2017, the patient had enlarged knees, severe swelling in both knees and underwent removal of 65cc of fluid. The same day, the removal of 44 cc in left knee was performed at emergency room (ER) and analysis of culture was performed. On (B)(6) 2017, removal of 64 cc in right knee and 50 cc in left knee was performed. The same day, patient was diagnosed with severe synovitis (latency: 21 days). On (B)(6) 2017, removal of 24 cc in right knee and 55 cc in left knee was performed and patient was administered triamcinolone acetonide (kenalog) bilaterally. On (B)(6) 2017, removal of 2 cc in left knee. On an unknown in 2017, the patient had swelling with pressure, important pain, difficulty walking and work stopping (latency: unknown for all). The liquid was analyzed and there were no crystals or infection. Reportedly, intervention was unexpected. Corrective treatment: removal of 44 cc in left knee, removal of 64cc in right knee and 50 cc in left knee; removal of 24cc in right knee, 55cc in left knee,+ bilateral injection of triamcinolone acetonide; removal of 2cc in left knee for severe synovitis; not reported for rest outcome: recovering for all the events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter causality: synvisc one contributed to the swelling (swelling not related to pre-existing condition); not reported for other events. Seriousness criterion: required intervention for severe synovitis. Additional information was received on 14-sep-2017, 15-sep-2017 and 18-sep-2017 (all information processed together with clock start date of 18-sep-2017). Lot number: 6rsl039g was added. Text was amended accordingly.

Event description:
Difficulty walking [difficulty in walking]. Severe synovitis [synovitis] ([knee swelling], [knee pain], [knee effusion], [discomfort in joints]). Work stopping [activities of daily living impaired]. Case narrative: this case was cross referred with the case: (B)(4) (duplicate). This unsolicited case from canada was received on 14-sep-2017 (additional information was received on 15-sep-2017, all the information was processed together with clock start date of 14-sep-2017) from a physician. This case concerns a 43 year old female patient who received treatment with synvisc one injection and after 21 days the patient experienced severe synovitis and after unknown latency had difficulty walking and work stopping. No relevant medical history, concomitant medications and concurrent conditions were reported. The patient was administered cortisone before receiving synvisc one. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, one dose (lot number: 6rsl039g and expiration date: not reported) in both the knees for arthritis and bilateral gonarthrosis. On (B)(6) 2017, the patient had enlarged knees, severe swelling in both knees and underwent removal of 65cc of fluid. The same day, the removal of 44 cc in left knee was performed at emergency room (ER) and analysis of culture was performed. On (B)(6) 2017, removal of 64 cc in right knee and 50 cc in left knee was performed. The same day, patient was diagnosed with severe synovitis (latency: 21 days). On (B)(6) 2017, removal of 24 cc in right knee and 55 cc in left knee was performed and patient was administered triamcinolone acetonide (kenalog) bilaterally. On (B)(6) 2017, removal of 2 cc in left knee. On an unknown in 2017, the patient had swelling with pressure, important pain, difficulty walking and work stopping (latency: unknown for all). The liquid was analyzed and there were no crystals or infection. Reportedly, intervention was unexpected. Corrective treatment: removal of 44 cc in left knee, removal of 64cc in right knee and 50 cc in left knee; removal of 24cc in right knee, 55cc in left knee, bilateral injection of triamcinolone acetonide; removal of 2cc in left knee for severe synovitis; wheelchair use for walking difficulty; not reported for rest outcome: recovering for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot: 6rsl039g expiration date (08/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review and lot frequency analysis for lot: 6rsl039g no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 20-sep-17, there were 6 complaints on file for lot: 6rsl039 and all related sub-lots: 3 complaints were on file for lot: 6rsl039b: (3) adverse event reports. 3 complaints were on file for lot: 6rsl039g:2 adverse event reports and 1 extrusion difficulty. Sanofi would continue to monitor complaints to determine if a CAPA was required. Reporter causality: synvisc one contributed to the swelling (swelling not related to pre-existing condition); not reported for other events. Seriousness criterion: required intervention for severe synovitis; disability for walking difficulty. Additional information was received on 14-sep-2017, 15-sep-2017 and 18-sep-2017 (all information processed together with clock start date of 18-sep-2017). Lot number: 6rsl039g was added. Text was amended accordingly. Follow up was received on 18-sep-2017. No new information received. Additional information was received on 20-sep-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information received on 22-jun-2018 from physician. Seriousness criterion updated for walking difficulty and corrective treatment added. Clinical course updated. Text amended accordingly.

Event description:
This case is cross referred with the (B)(4). This unsolicited case from (B)(6) was received on 14- sep-2017 (additional information was received on 15- sep-2017, all the information was processed together with clock start date of 14-sep-2017) from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after 21 days the patient experienced severe synovitis and after unknown latency had difficulty walking and work stopping. No relevant medical history, concomitant medications and concurrent conditions were reported. The patient was administered cortisone before receiving synvisc one. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, one dose (lot number and expiration date: not reported) in both the knees for arthritis and bilateral gonarthrosis. On (B)(6) 2017, the patient had enlarged knees, severe swelling in both knees and underwent removal of 65 cc of fluid. The same day, the removal of 44 cc in left knee was performed at emergency room (ER) and analysis of culture was performed. On (B)(6) 2017, removal of 64 cc in right knee and 50 cc in left knee was performed. The same day, patient was diagnosed with severe synovitis (latency: 21 days). On (B)(6) 2017, removal of 24 cc in right knee and 55 cc in left knee was performed and patient was administered triamcinolone acetonide (kenalog) bilaterally. On (B)(6) 2017, removal of 2 cc in left knee. On an unknown in 2017, the patient had swelling with pressure, important pain, difficulty walking and work stopping (latency: unknown for all). The liquid was analyzed and there were no crystals or infection. Reportedly, intervention was unexpected. Corrective treatment: removal of 44 cc in left knee, removal of 64 cc in right knee and 50 cc in left knee; removal of 24 cc in right knee, 55 cc in left knee,+ bilateral injection of triamcinolone acetonide; removal of 2 cc in left knee for severe synovitis; not reported for rest. Outcome: recovering for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter causality: synvisc one contributed to the swelling (swelling not related to pre-existing condition); not reported for other events. Seriousness criterion: required intervention for severe synovitis.